Event description:
A caller reported experiencing a cartridge alarm 20 during the load process, preventing successful loading of a new cartridge and resumption of insulin therapy. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in loading a new cartridge, but when the issue persisted, they decided to replace the pump. The customer will use a syringe and lispro insulin as backup therapy and was informed about the updated software on the replacement pump. They were instructed on proper procedures for returning the faulty pump and await the delivery of the new one.